Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a pulse generator capture test, every other beat did not have a backup pulse. This pattern continued for 12 pacing cycles. Threshold search and normal pacing resumed after 12 cycles.